Manufacturer narrative:
(B)(4). This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported not being able to test blood glucose due to the lancing device not puncturing her finger. Customer reported loss of consciousness and not "waking up". Customer's husband called paramedics and the customer was taken to university of chicago emergency room where she was diagnosed with severe hypoglycemia. The treatment administered to stabilize blood glucose is unknown. There was no report of death or permanent impairment associated with this event.